Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site and the ipg was flipping in the pocket. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was repositioned. Therapy was restored post procedure.